Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID# (B)(4).

Event description:
A diamondback gen2 coronary orbital atherectomy device (oad) was selected for treatment of a very calcified, tortuous lesion in the right coronary artery (rca) via femoral access. The lesion had been treated with balloon angioplasty earlier in the day. Following three treatments with the oad, a contained perforation was observed on imaging. It was noted the patient had been moving during atherectomy treatment. The patient was intubated and an intra-aortic balloon pump was placed. Three covered stents and two regular stents were placed to contain the perforation. Vasopressors were administered. At a later procedure, a pacemaker was implanted, and the patient was stable as of (B)(6) 2021.